Event description:
The customer requested a return materials authorization, repporting that there was resistance and a leak in the primary biopsy channel of a ec-3890li- video colonoscope.

Manufacturer narrative:
The device was returned to pentax medical under service order (B)(4). The evaluation is still pending. This complaint is being processed in accordance with dpa-qip-MDR decision backlog management plan.